Event description:
The hosp staff connected the pt to the crm and when they went to defibrillate, the crm showed a "pads off" condition. The pads were checked by the hosp staff and appeared ok. The pt was an acute mi and was prespiring a little, but the hosp staff is convinced that the pads were ok. Pt outcome is unknown.